Manufacturer narrative:
The reported events were dislodgement and failure to capture. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies.

Event description:
New information received indicates that the patient presented to the emergency room due to phrenic nerve stimulation. The right ventricular (rv) and right atrial (ra) leads exhibited loss of capture.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) were dislodged. The ra lead was noted to have eroded through the pocket. Chest x-ray confirmed the lead dislodgement. The ra lead was explanted and replaced, and the rv lead was repositioned on (B)(6) 2026. The patient was in stable condition.